Manufacturer narrative:
Omit: c20 - no findings available. Correction: describe event or problem, report source and report source other. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of milrinone (20mg/250ml). The infusion was programmed to infuse at 0.25mcg/kg/min instead of the intended 0.125mcg/kg/min. Following preliminary review by bd interoperability consultant it was noted the "pump infused as programmed, unfortunately epic sent the incorrect order details to the pump. Customer is working with epic." There was patient involvement but no harm.

Event description:
It was reported that there was an over infusion of milrinone (20mg/250ml). The infusion was programmed to infuse at 0.25mcg/kg/min instead of the intended 0.125mcg/kg/min. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.